Event description:
The physician assistant was attempting to place an right femoral arterial line. The spring wire guide was unable to retract or advance once inside the needle. Device was removed and another femoral arterial line set had to be used.